Event description:
The generator that was implanted and explanted same-day due to high impedance requiring a full revision was received by the manufacturer and product analysis was completed. Comprehensive electrical testing showed that the generator performed according to all functional specifications. Upon review of the generator data download, it was identified that system diagnostics were not performed during the attempted implant procedure. Therefore, the high impedance that was seen during surgery was the stored impedance from manufacturing/testing, and is not indicative of the true impedance. As no system diagnostics were performed during the surgery, it is known whether there was truly high impedance during the replacement surgery. The suspect product (lead) has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's generator could not be interrogated prior to the generator replacement surgery. Once the replacement m104 was implanted, high impedance was identified. The surgeon elected to perform a full revision to go to a single pin model. Battery life calculation shows 1.1 years estimated until near end of service = yes. The explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.